Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 21-apr-2026 bd received 6 samples and 3 photos for investigation. The photos indicate the customer¿s reported failure mode, as the specimen in the tube appears to be minimal for this product. All 6 samples were inspected, and no issues were identified. Functional tests were performed on these 6 samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were visually inspected, with the stopper correctly placed on all tubes. Functional tests were also performed on 10 retained samples, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.